Event description:
Ous MDR - after an implantation time of about 12 months, inappropriate shock delivery was reported due to friction against the clavicle. The lead was explanted and a new linox s 65 was implanted. No worsening of the pt's state of health was reported.

Manufacturer narrative:
Ous MDR - within the scope of the analysis of the lead, the insulation of the lead body about 35 cm distal from the connector pin was massively damaged by crushing. This type of damage can, most probably, be considered as the cause for the hospital's complaint. The observed damage presupposes extreme pressure on the lead body. The characteristics of the damaged structure of the lead body (crushing) suggest extreme mechanical stress on the lead by way of the "subclavian crush syndrome". There were no indications for material or mfg defects.